Event description:
It was reported by the customer that during routine maintenance, the cardiosave intra aortic balloon pump (iabp) green connector of the ECG cable was broken and could not be used normally. There was no patient involved.

Manufacturer narrative:
Updated fields - h6 (type of investigation, investigation findings, component codes, investigation conclusions). The getinge field service engineer (fse) evaluated and confirmed the reported issue. The fse replaced the cable connector and all functions of the equipment were checked as required. The test results were all passed and it can be delivered to the customer for use.

Manufacturer narrative:
Due to character restrictions in block e1: full event site name is (B)(6). A supplemental report will be submitted upon completion of investigation.

Event description:
It was reported that during routine maintenance, the cardiosave intra aortic balloon pump (iabp) green connector of the ECG cable was broken and could not be used normally. There was no patient involved.